Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device deliver any staples? No. Did the device cut? No. Was there any difficulty opening the device? It wasn´t possible to open. Was there any difficulty closing the device? And so it wasn´t possible to close. The analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received partially fired and with the cartridge lock out tab damaged. After further evaluation it was noted that there was damage on the cartridge pan surface and retention tabs. The damage to the cartridge pan and retention tabs is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it wasn´t possible to activate the device (it was like it was blocked). No movement was possible on the release handle. It seems that the reload wasn´t locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.